Event description:
Consumer called with accuracy issues on her plink meter. Comparing her reading to another meter. Analysis run on clark error grid using competitive readings (126) as ref. Point vs. Bd readings (440) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.